Manufacturer narrative:
(B)(4).

Event description:
It was reported that prior to implant the pulse generator exhibited backup vvi mode while still in the box. A new device was implanted.

Manufacturer narrative:
Final analysis confirmed the reported backup operation. The root cause could not be determined. It was noted that the device had been exposed to cold temperature prior to its return.